Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault error message (sf 137) and powered down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design facility for an extensive engineering investigation. The reported system fault (sf137) was confirmed through a review of the device data logs. In-house testing could not reproduce the fault. The investigation determined that the reported fault was most likely caused by a software issue involving a delay in the communication between components within the device.resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident.(B)(4).